Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away the day after the implant of the leadless implantable pulse generator (ipg). The patient was implanted successfully with a leadless implantable pulse generator on the sixth deployment attempt during the procedure once an acceptable placement with acceptable measurements was found. It was noted the delivery catheter was inserted deeply toward the implant site and that the delivery catheter was turned in a clockwise direction to direct the device toward the septum as much as possible. Immediately following the procedure, an echocardiogram was performed and there was no evidence of a pericardial effusion. The following evening, the hospital staff found the patient in cardiopulmonary arrest. An echocardiogram was performed at that time and noted a perforation resulting in pericardial effusion and cardiac tamponade had occurred. A pericardial drain was placed. It was noted the blood had become a coagulated mass and only about 200 milliliters of blood was drained. During resuscitation efforts, the patient's intrinsic rhythm resumed once but resuscitation efforts were ultimately unsuccessful and the patient passed away. The cause of death was noted as pericardial effusion caused by cardiac tamponade. An autopsy noted the device had been implanted on the free wall and had failed to completely reach the septum.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.